Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: terumo glidewire, sheath: 6f, 14f, heparin, proglide suture (x1). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices, using the preclose technique via a 6f sheath, prior to an endovascular aneurysm repair procedure. The sheath was upsized to 14f. Reportedly, when advancing the terumo glidewire hydrophylic coated guide wire over the proglide to reinsert the guide wire into the anatomy and begin the procedure, it was not possible to insert the guide wire. It felt is if something, like a valve, was in the way. The starter wire from the access kit was used to successfully remove the device leaving the preplaced suture in place. The second proglide was used with the same result. The two preplaced sutures were used successfully, after the interventional procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of returned device for analysis, a conclusive cause for the reported difficult to insert could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.